Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 24 mmol/l at the time of incident. Customer reports they feel okay to troubleshooting. Customer alleges insulin pump was under delivering because customer did bolus but getting high sometimes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with the needle. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer declined to check for possible site or insulin issues. Customer states they did not have tubing clamp to perform high pressure test, did self test and insulin pump passed self test. Customer stated that they checked history and no alarms were stored. Customer stated that the meter shows signs of damage in screen. The device will not be returned for analysis.